Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual urf-v3 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual urf-v3 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a residual liquid or foreign material came out of the channel tube. In addition to the reportable malfunction, the following were noted: water tightness was lost due to a pinhole on the channel tube; the adhesive on the bending section cover had a chip; the upward/downward angulation plate was sticky; the universal cord was sticky and had a wrinkle; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to damage, the angulation lever did not move smoothly; due to deformation of the bending tube, the return angle of the bending section did not meet the standard value; due to damage on the forceps elevator, the bending section cannot be fixed firmly; the light guide bundle was slipping down; switch 1 could not be pressed down smoothly; switch 4 did not work; the control unit was sticky due to water leakage. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer described the foreign material as traces of black liquid coming out from the tip after sterilization. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the uretero-reno videoscope had an air leak at the tip. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a residual liquid or foreign material came out of the channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.